Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin is squirting out during manual prime. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion, and occlusion test. No unexpected prime or fill anomaly was noted. The insulin pump passed the self test and no unexpected display or audio anomaly was noted during the testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.